Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose of 795 mg/dl. Customer stated that she was hospitalized due to her high blood glucose. Customer felt oblique and really sluggish like a ton of bricks. Customer stated that she suffers from fibromyalgia and neuropathy. Customer was treated for 5 days and then released. Customer was wearing the insulin pump at the time of the hospitalization. Customer believes that the edema and swelling may play a part in the high blood glucose. Customer went to the doctor on (B)(6) 2016 and the doctor called her back to advise her to go to the hospital due to her high blood glucose. Customer reported that she is off the pump until the doctor can see her.